Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. During postoperative monitoring and testing, knee/ankle/nerve problems of the right leg, grinding, burning sensation, bilateral trochanteric pain, acetabular osteolysis, acetabular cup rotation, and fluid were noted. The simple fluid collection located in the posterior lateral area of the hip measured at 9.9 x 14.4 x 22.9. Review of invoice history indicates patient also underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, the patient underwent a right hip revision on (B)(6) 2005 due to unknown reason. The modular head, liner, and shell were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This medwatch, 0001825034-2014-08195, is a duplicate of medwatch 0001825034-2010-00471. This medwatch, 0001825034-2014-08195, is considered closed at this time.